Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent dislodged and remains in unintended site. Device issue: stent dislodgement/failure to cross. It was reported that the graftmaster stent dislodged from the stent delivery system balloon during removal of the device after a failed to cross attempt. The stent was able to be deployed in the proximal left anterior descending (lad) with the graftmaster stent delivery system. However, the stent was deployed in an unintended site and another graftmaster was used to successfully treat the perforation in the mid lad. Reportedly, the patient is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information. The device was not returned to abbott vascular for investigation and it is therefore, impossible to make an informed judgement as to the root cause of the complaint. The device was in working order and left abbott vascular instruments as per specs. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.